Event description:
It was reported that a patient with a history of aortic valve stenosis, new york heart association (nyha) functional classification functional class ii heart failure, dyslipidemia, hypertension, previous acute myocardial infarction, coronary artery disease, and renal failure (not on dialysis) underwent an implant procedure with a transcatheter aortic valve evfxplus-34. The patient was receiving ongoing pharmacological therapies including angiotensin-converting enzyme (ace) inhibitors, calcium channel blockers, beta-blockers, furosemide, potassium-sparing diuretics, statins, and nao. Standard electrocardiography revealed a first degree atrio-ventricular (av) block abnormality. Following the procedure, severe paravalvular leak (pvl) and moderate central aortic regurgitation (ar) were observed. During hospitalization, pvl reduced to moderate and central ar resolved to none. The patient experienced an unspecified arrhythmia, anemia due to hemoglobin reduction from renal hemorrhage requiring two units of blood transfusion, sepsis with positive blood cultures, and acute renal failure requiring hemodialysis. The patient was discharged home with no arrhythmias.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5, d.6b, e, h.6, and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that two months and nineteen days post valve implant, severe paravalvular leak (pvl) was noted and the valve was explanted and surgically replaced. The patient's symptomology was due to the severe calcification of the native valve.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that two months following the valve implant, the patient experienced heart failure and was reported as not related to valve degeneration and was hospitalized for about a month. The patient had aortic surgery as treatment as the valve was explanted.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.